Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a silent nite 3d appliance has broken. It was reported that the side link is broken on the lower. No injury was reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. It was observed that an anchor was broken off of the device and the connectors were detached from the device. Root cause description: the potential root cause for this failure could be due to heavy bruxism which could cause the anchor to fracture and detach the connectors as the anchors are needed to keep the connectors attached to the device. Manufacturer reference: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3 (date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).